Event description:
Dealer stated battery charger port arced then had no power. Chair was going in circles.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental record will be filed.